Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: physical and emotional damages from grade 1 perforation. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The patient¿s medical history is noted for atherosclerosis, atrial fibrillation, bradycardia, with syncope, right bundle branch block, pacemaker implant a year and a half prior to filter implantation, chronic kidney disease due to nephrolithiasis, small hiatal hernia, gastric and duodenal ulcer and hemorrhage, patent foramen ovale, hypertension, lupus anticoagulant disorder, bilateral pulmonary embolism (pe), shortness of breath, sleep apnea, kidney stones, general osteoarthritis, mainly of the knees, degenerative joint disease and hyperlipidemia. Per the implant records, the patient was known to have a preoperative diagnosis of bilateral pulmonary emboli (pe), history of lupus anticoagulant and gastrointestinal (gi) bleeding while on coumadin, and placement of the inferior vena cava (ivc) filter was indicated. The right groin was prepped and draped in the usual sterile fashion and the right femoral vein was cannulated without complication. Under fluoroscopy, a guidewire was passed into the inferior vena cava. Power injection images were obtained of the ivc and the renal veins were identified. The trapease was deployed under fluoroscopy without complication. The patient tolerated the procedure well. Approximately six years and nine months after the filter was implanted, the patient underwent an abdominal computed tomography (CT) scan indicated for an unspecified injury to the inferior vena cava. The images were submitted for review approximately two years later. The report noted the filter at the l2-l3-4 interspace, in addition to a grade 1 perforation. The original radiology report noted that the tines of the ivc filter mildly extended beyond the margin of the ivc wall. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately eight years and eleven months after the filter implantation. The patient reports perforation of filter struts outside the ivc, minor abdominal pain and further experienced anxiety related to the filter. The patient additionally reports physical and emotional damages from grade 1 perforation.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused a grade 1 perforation. The patient reported becoming aware of perforation of filter struts outside the inferior vena cava approximately eight years and eleven months post implant. The patient has also reported minor abdominal pain and anxiety related to the filter. According to the medical records the patient¿s medical history is noted for atherosclerosis, atrial fibrillation, bradycardia, with syncope, right bundle branch block, pacemaker implant a year and a half prior to filter implantation, chronic kidney disease due to nephrolithiasis, small hiatal hernia, gastric and duodenal ulcer and hemorrhage, patent foramen ovale, hypertension, lupus anticoagulant disorder, bilateral pulmonary embolism (pe), shortness of breath, sleep apnea, kidney stones, general osteoarthritis, mainly of the knees, degenerative joint disease and hyperlipidemia. The indication for the filter implant was bilateral pe, history of lupus anticoagulant and gastrointestinal (gi) bleeding while on coumadin. The filter was placed via the right femoral vein and deployed under fluoroscopy after images of the ivc and renal veins were obtained. The filter was deployed without complication and the patient tolerated the procedure well. Approximately six years and nine months after the filter was implanted, the patient underwent an abdominal computed tomography (CT) scan indicated for an unspecified injury to the inferior vena cava. The images were submitted for review approximately two years later. The report noted the filter at the l2-l3-4 interspace, in addition to a grade 1 perforation. The original radiology report noted that the tines of the ivc filter mildly extended beyond the margin of the ivc wall. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without post implant images available for review the reported event could not be confirmed or further clarified. Due to the nature of the complaint the report of pain could not be further clarified. Pain and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused a grade 1 perforation. The indication for the filter placement, procedural details and medical history have not been provided and there is no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without post implant images available for review the reported event could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: physical and emotional damages from grade 1 perforation. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.